Event description:
A malfunction alarm with the code "malf 0" was reported, and the fault ID available was "16-0x20e6." There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in attempting to reset the pump, but the malfunction code recurred, prompting the decision to replace the pump. The customer was informed that a replacement pump with updated software would be sent and training would be available in their tandem source account. The customer acknowledged the instructions provided for returning the faulty pump and agreed to use multiple daily injections (mdi) as backup therapy to ensure uninterrupted insulin delivery.